Event description:
According to the reporter: during a tlh total laparoscopic hysterectomy, during closure of the uterine cuff, the device was used with a reload. The surgeon took the initial 2 bites through uterine cuff tissue, during the third bite, the needle dislodged from the jaws of the device while toggling the needle from one jaw to the other. The teal toggle arms were not pushed up, the black unloading button was not pushed up, and the 'bunny ears' were not visible. The surgeon did not use excessive 'wiggling' to get the needle through the tissue, and made sure to keep the jaws closed when pulling the suture tight to prevent the needle from dislodging. The suture was cut flush with the tissue, needle removed and a new device and reload were opened. The surgeon was able to use this product to close the remainder of the cuff, but on the last bite, the same exact issue occurred. The needle became dislodged from the jaws when toggling the needle between the jaws through tissue. The suture was cut flush with the tissue. At the end of the case, mesentery was inadvertently injured which required a general surgeon to consult and request a new device with suture . When the scrub tech (who has used the device for many years), loaded the suture on the new device, the suture became disconnected from the needle. She did not display excessive force, and the suture became disconnected when she was pulling the plastic loading piece off the end of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. The IFU states, ¿toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿ should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.